Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, an error c-00 occurred on the integrated electrosurgical unit (iesu). The customer power cycled the system and iesu two times but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to check the error log and the customer reported an error c-00 when activating monopolar energy. The tse then guided the customer to change the port with no change. The customer used a backup monopolar curved scissors (mcs) instrument and another cautery cord but the issue persisted. The customer opted to use a 3rd party iesu to continue the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a force triad. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error message/fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site and confirmed the reported c-00 error. The fse removed the remote-control bus (rcb) cable, and a c-54 error was displayed. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The iesu was returned for failure analysis and the reported failure (c-54/c-00 error) was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. The complaint regarding an error message/fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.